Event description:
On (B)(4) 2013, it was reported that the patient underwent generator revision for a malfunction, and the lead was left intact; however, both the lead and generator were returned on (B)(4) 2013. A return product form indicated that the devices were returned due to high lead impedance. An implant card confirmed this information. The lead and generator are pending analysis.

Event description:
It was reported that diagnostic testing resulted in high impedance. It was reported that the patient could no longer feel device stimulation. The patient was referred for generator and lead replacement surgery. The physician indicated that no causal or contributory programming or medication changed preceded the onset of the patient no longer feeling device stimulation. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The physician did not program the device off after observing the high impedance reading. No x-rays were taken. Surgery is planned; however, has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for both the generator and the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
(B)(4).

Event description:
The generator analysis was completed on 08/27/2013. The generator performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the generator and that no abnormal performance or any other type of adverse condition was found. Analysis of the lead was completed on 09/03/2013. During the visual analysis the (-) green electrode quadfilar coil appeared to be broken approximately 20mm and 26mm from the electrode bifurcation. Scanning electron microscopy was performed and identified the areas as being mechanically damaged with pitting which prevented identification of the coil fracture type. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuities, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified.